Manufacturer narrative:
Results: thirty three customer returned samples were submerged leak tested for leakage. There was no leakage identified in any of the thirty three incident samples. A review of the device history record was completed for this batch. All inspections were in compliance with requirements. Conclusion: based on the investigation results, we are unable to duplicate the customer reported incident and no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had leakage at tubing level during blood sampling. No injury or medical intervention reported.